Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000092984.

Event description:
It was reported that the patient's ipg was unable to go into MRI mode due to high impedances on the lead. In turn, surgical intervention may take place to address the issue. Note: investigation was unable to determine which lead had high impedances.

Event description:
It was reported the patient underwent an explant surgery on (B)(6) 2024 of the entire system. No complications, nothing was replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.